Manufacturer narrative:
Occupation is patient/consumer. The test strips were requested for the investigation. Per product labeling, coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
We received an allegation of a questionable inr result for 1 patient tested with coaguchek inrange meter serial number (B)(4) compared to an innovin laboratory method. On (B)(6) 2022, the meter result was 3.0 inr and 2.2 inr. The patient's therapeutic range and frequency of testing were not provided.